Manufacturer narrative:
In speaking with olympus technical support via the phone, the olympus representative stated the power dot was illuminated but there was no response when pressing the display button or any other buttons on the front panel. The monitor was connected to a different outlet on the transformer, the transformer was reset and plugged into a wall outlet, but the issue remained. The cart was power cycled and the buttons on the front panel of the monitor worked. The cart was power cycled again and the front panel of the monitor became unresponsive. The olympus representative was advised to return the defective unit for repair and acquire a loaner. The device was returned to olympus for evaluation and the reported issue was confirmed. It was noted there was no image due to a printed circuit board failure. No additional issues were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative on behalf of the customer, during preparation for use for a diagnostic scope procedure, the buttons on the front of the high-definition liquid crystal display (lcd) monitor were not working. The monitor was getting power, but the display buttons were not lighting up. The intended procedure was completed with an ambu disposable ear, nose and throat (ent) scope as the tower could not be used without the operating monitor. There was a delay of unknown time, however the patient was not under general anesthesia. No other device was involved in the event. No patient harm reported. During the evaluation of the device, it was noted there was no image due to a printed circuit board failure. This report is to capture the reportable malfunction of the no image due to a printed circuit board failure noted at estimation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 10-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the image did not display due to a faulty printed circuit board. The specific root cause of the printed faulty circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.